Event description:
It was reported that the tonsil tip ignited. No pt impact reported.

Manufacturer narrative:
A tonsil tip ignition was reported to the manufacturer. No pt impact. The plasmablade device has not yet been returned to the manufacturer for evaluation. The generator, pulsar ii, sn (B)(4), was also being returned for evaluation. Once the investigations have been completed, a follow-up report will be submitted.